Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 24th august 2011. On receipt of the device the history and memory logs were downloaded. Upon visual inspection of the returned device, there was evidence of sun bleaching on the upper-case assembly, including discolouration of the plastics and cracking on the graphical user interface on the membrane, which would indicate the device had been subject to prolonged exposure to direct sunlight. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed all weekly auto self-tests up to and including the last log entry prior to receipt at heartsine on (B)(6) 2017. During this time the history log shows one occasion that the device records a temperature below that of the minimum stand-by temperature of 0°c, with a low of -2.9°c recorded. The returned pad-pak was inserted into the device and successfully passed an auto self-test and the status led flashed green however, the device then failed to power on via the on/off button. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was due to membrane failure due to moisture ingress, resulting in corrosion on the membrane on/off button. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Green status indicator flashing but will not switch on.